Event description:
It was reported that during a follow up, noise on the atrial and ventricular leads was observed. The noise was not reproduced. No electro magnetic interference was suspected. Since it was placed on ejection fraction (ef) criteria and ef was improved the ICD was explanted and the leads were capped.